Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of erratic results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-400mg/dl fasting. Verified test strips expire 08/14/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: 1:154mg/dl (B)(6) 2015 10:05:00 am fasting:no. 2:223mg/dl (B)(6) 2015 09:35:00 am fasting:yes. 3:157mg/dl (B)(6) 2015 09:35:00 am fasting:yes. 4:182mg/dl (B)(6) 2015 03:42:00 am fasting:yes. 5:98mg/dl (B)(6) 2015 03:40:00 am fasting:yes. Memory concerns:customers concern: with 98mg/dl on (B)(6) 2015 3:40:00 am and with 182mg/dl on (B)(6) 2015 3:42:00 am. Customer does have the date set properly on the meter the time is not set properly.